Manufacturer narrative:
E1 - initial reporter address: (B)(6). H6 patient code from no clinical signs, symptoms or conditions, e2403 to foreign body in patient, e2008.

Event description:
It was reported that an additional stent was required due to a stent fracture. A 70-80% stenosis target lesion was located in the significant to moderately calcified and non-tortuous proximal superficial femoral artery (sfa). An innova self-expanding stent was selected for use. During deployment, the stent partially deployed and fractured. One portion of the fractured stent remained implanted. When the physician pulled the blue handle on the stent delivery system, the other portion of the stent was removed along with the stent delivery system. Another stent was deployed to cover the existing stent and the target lesions. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that an additional stent was required due to a stent fracture. A 70-80% stenosis target lesion was located in the significant to moderately calcified and non-tortuous proximal superficial femoral artery (sfa). An innova self-expanding stent was selected for use. During deployment, the stent partially deployed and fractured. One portion of the fractured stent remained implanted. When the physician pulled the blue handle on the stent delivery system, the other portion of the stent was removed along with the stent delivery system. Another stent was deployed to cover the existing stent and the target lesions. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Updated e1: initial reporter zip/post code. Updated e1: initial reporter email. Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received sheathed. The investigator was able to un-sheath the device by hand. The stent was already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse. This concludes the product analysis.

Event description:
It was reported that an additional stent was required due to a stent fracture. A 70-80% stenosis target lesion was located in the significant to moderately calcified and non-tortuous proximal superficial femoral artery (sfa). An innova self-expanding stent was selected for use. During deployment, the stent partially deployed and fractured. One portion of the fractured stent remained implanted. When the physician pulled the blue handle on the stent delivery system, the other portion of the stent was removed along with the stent delivery system. Another stent was deployed to cover the existing stent and the target lesions. There were no patient complications.